Event description:
According to the reporter, during robotic assisted thoracoscopy, the device broke at the connecting piece that attached the reload to the handle.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.